Manufacturer narrative:
The root cause for the sub-optimal processing of patient tissue samples reported by the complainant from the affected runs was a use error, which occurred on (B)(6) 2026. Specifically, a user failed to complete manual replacement of the reagent in bottle 8 (ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: ¿always change reagents when prompted. Always update station details correctly. Never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.¿ due to the user error detailed, the reagent in bottle 8 (ethanol) containing 56% ethanol was used as the final dehydrating step in the affected run. As detailed in section 8.1 of the leica peloris/peloris ii user manual, the minimum ethanol concentration required for use in the final dehydrating step of a protocol is 98%. The consequences of using reagents at a concentration less than the minimum required for the final dehydrating step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Manufacturer evaluation of the information available showed that the instrument functioned as designed during execution of the affected tissue processing run.

Event description:
On 11 february 2026, the customer contacted leica biosystems and reported ¿over process tissue. User reported ret a/ 98 cassettes cytology cell on 6 hr protocol are over process/dry. No error code noted ran to completion. The [sic] 8 ethanol changed prior to over night run.¿